Manufacturer narrative:
Concomitant medical product(s): w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation for "atrial lead position check failed" on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.